Event description:
Caller reported that t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into an outlet known to work. An attempt was made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.